Manufacturer narrative:
Follow-up #1: date of submission: 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: the black box shows dates from (B)(6) 2016. Manually performed a normal 10u bolus and a 10u audio bolus successfully. Both were accurately recorded in the pump history. Bolus history found to be recording properly. The pump was exercised for 24hrs with a 1.0u /hr basal program. The tdd history correctly showed 24.0u. Pump found to be recording history correctly. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported there was no data in the history since february. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.